Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was unable to remove the battery cap from his insulin pump. The customer was advised to attempt removal with a quarter and a large flat-head screwdriver, but the customer stated he was unable to remove the battery cap. The customer's blood glucose was 436 mg/dl. A crack on the screen was also reported. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with stripped battery cap coin slot, cracked display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker. No crack noted on the display window or on lcd glass.